Event description:
Customer reported alarm issues with the insulin pump. Customer states that the blood glucose reading is 72 mg/dl. Nothing further reported. Customer was hospitalized at one point and now getting back on insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.